Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the reported issue of broken blade was confirmed as a clamp arm - teflon pad damage. The harmonic ace instrument was analyzed and was found to have breakage of the teflon pad at the tip and midpoint. The component is broken and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. Components adjacent to this teflon pad do not show damage. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted duodenal switch surgical procedure, there was a breakage of the harmonic ace instrument scalpel blade. The procedure was completed with no patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken tip fragment was not completely detached from the instrument and was connected loose to the instrument. No fragment fell into the patient. The instrument was inspected prior to use per standard protocol. No visible damage or abnormality was noted at that time. The issue occurred during dissecting tissue. The surgeon was unable to determine the cause. The instrument had been in use for approximately 15 minutes prior to the incident. The surgeon reported no prior functional issues with the instrument during the procedure before the breakage. There was no observed collision with other instruments or hard materials prior to the failure.